Event description:
Shunt pta: the target lesion was dialysis shunt. The patient's gender and age were unknown. No calcification. Vessel tortuosity and the rate of stenoisis was unknown. A guidewire (radifocus, 18, terumo) was inserted in the patient and slalom thrill (complaint product) was advanced over the guidewire. Friction/resistance was felt due to the curved vessel so the guidewire was once removed and re-inserted in the slalom thrill. However, the distal end of the guidewire came out piercing the side of the distal catheter tip. The device was all removed together from the patient body. Other new slalom thrill (details unk) was opened and the procedure was completed without any patient injury. The device will returned to you side for analysis. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
One non sterile unit slalom thrill 5.0 mm x 4 cm was received coiled inside a plastic bag. The balloon appears as if it has been inflated and deflated. Dry blood residues were observed in the balloon. A rupture was noted in the tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of distal tip frayed/split /torn in patient was confirmed, the exact cause of the reported failure could not be conclusively determined. It is likely that procedural factors could contribute to the reported failure. Process controls are in place to prevent these kinds of defects from leaving the facility 2. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and the operational context of the device and is not related to a product quality issue. No corrective or preventive actions will be taken given even the reported failure was confirmed, it does not appear to be related to manufacturing process.